Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 538 mg/dl and a correction bolus was attempted to be delivered. The customer reported an air gap was found in the infusion set tubing. A new infusion set tubing and site was used. Insulin delivery was resumed. Upon follow-up, bg lowered to 451 mg/dl.